Event description:
A report was received that the patient was experiencing pain at the pocket site due to ipg location. The patient underwent a revision procedure wherein the ipg was relocated and a lead extensions were added. No device malfunction was suspected. The patient was doing well post-operatively.